Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos) and the battery were replaced. Both emergency stop switches were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There was no pt injury or death was reported related to this event.